Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak on unicel dxc 600i synchron access clinical system. The customer stated that he spilled some carbon dioxide (co2) alkaline buffer reagent during troubleshooting the leak. The customer was wearing gloves and lab coat at the time of the event. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer stated that there was a leak after changing the calcium (calc) and potassium (k) electrode tips. Bec customer technical support cts) assisted the customer with troubleshooting and the customer found that the line 25 popped off. The customer re-attached line 25 and no further leaking complaint from the customer had been filed as of (B)(6) 2011. Service was not dispatched for this event. (B)(4).